Manufacturer narrative:
There is no indication that the access® accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.

Event description:
The affiliate stated the customer reported discrepant troponin I (access® accutni) results for one patient involving the access® accutni reagent used in conjunction with the unicel® dxc 600i synchron® access® clinical system. An original result of 0.137 ug/l was obtained but was not released to the hospital. The laboratory has a reflex test protocol to reanalyze any patient sample with a result greater than or equal to 0.07 ug/l. The reflex (retest) result of 0.063 ug/l was obtained and reported to the hospital. There was no patient impact associated with this event. The customer stated the sample was also re-centrifuged and reanalyzed, in duplicate, and generated results of 0.055 ug/l and 0.053 ug/l. The patient's sample was collected in becton dickinson (bd) vacutainer plastic separation tube (pst). The lithium heparin plasma sample was centrifuged at 2,809 rpm (rotations per minute) for five minutes, at room temperature. The sample was approximately one hour after collection and stored in room temperature. The customer noted that the sample was analyzed from the primary tube through the analyzer's cta (closed tube aliquoter). Quality control is performed three times per day. All three levels of qc were performing within the laboratory's established ranges at the time of the event. No system issues were noted. The instrument was in normal operation.